Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a seizure. An ambulance was called by the patient´s daughter. When a fingerstick was taken the blood glucose reading was 33 mg/dl and the cgm device was showing a sensor failure at that moment. When the paramedics arrived, it was confirmed that the patient´s blood glucose level was critically low. The patient was treated with a glucagon injection and was brought to the hospital. At the hospital the patient received intravenous treatment. After treatment the blood glucose reading was 132 mg/dl. The patient was discharged the day after, and the blood glucose reading was 206 mg/dl. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.